Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause is unknown. However, the most likely root cause is due to the supplier ((B)(4)) changing the mold of the barbed probe connector, which resulted in an inadequate tolerance stack up between the probe and cassette connectors. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.

Event description:
It was reported that during preparation for a breast biopsy, the probe tubing was noted to be loosely fitted to the cassette. The probe attempted to sample twice and was unable to transport tissue to the sample tray. The samples were flashed into the tray and additional attempts were needed to get more tissue. The procedure was rescheduled. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide the correct physician/operator information, which was updated in the appropriate sections.